Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0077, awareness date 13-aug-2015. It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2013. Consumer reported that she had essure placed and had little stabbing pains on both sides of her lower abdomen but she thought it was just the scarring process of the fallopian tubes. Then the stabbing got worse. She had very bad lower back pain, her hair was coming out a lot in the shower. Her implanting doctor moved out or her insurance so she stayed on the pill for about a year and then got the hysterosalpingogram test done and her new doctor sent the images to bayer for one of their radiologist to read because he was not sure what to make of the test. The bayer radiologist said it looked to him that both her fallopian tubes had been punctured. So they decided on a hysterectomy. Her doctor found out when he got in there that the coils had went through the top of her uterus on both sides and that there was no evidence the coils were ever in her fallopian tubes. One of the coils was adhered to her bowel. It will be a year this august that they were removed and she no longer has lower back pain and her hair has stopped falling out. She felt 100% better. Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and both of her fallopian tubes had been punctured, the coils had went through the top of her uterus on both sides (seen as fallopian tube perforation). One of the coils was adhered to her bowel (seen as embedded device). The events are serious due to medical importance and listed in the reference safety information for essure. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and the mechanism of perforation and embedment are not known. Consumer had a hysterectomy performed. A causal relationship between essure and the events cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.